Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. The deflation was diagnosed during the physical exam by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/28/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced deflation on the right breast implant. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was not confirmed. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).